Event description:
Bone marrow aspiration and bx was to be performed using kit #bcat4511. The jamshidi needle stylet was unable to be removed from the needle. This was checked prior to use. A new kit was opened and the procedure was able to be completed without event. All kits with same lot # were removed from clinic lot# 0001390515 exp date 12/31/2021 the needle has been provided to the vendor(bd). FDA safety report ID # (B)(4).